Manufacturer narrative:
Date rec¿d by MFR : 07feb2019. A gas delivery system was returned to philips for failure investigation. The parts were installed into a test ventilator. Troubleshooting revealed a defective air flow sensor was found on the air flow sensor printed circuit board assembly, which generated the inaccurate airflow readings. The sensor calibration data was replaced on the air flow sensor printed circuit board assembly and the gas delivery system was reinstalled on the test ventilator. Testing was performed and the tests passed. The root cause was isolated to the defective component on the airflow sensor printed circuit board assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the zero point specification. There was no patient involvement. The event date was not specified; estimate used.